Event description:
The sprint fidelis lead developed a fracture in the insulation which led to noise on the ICD lead which further led to inappropriate shocks to the patient.====================== health professional's impression======================the fracture in the insulation led to inappropriate noise on the ICD lead, leading to multiple inappropriate defibrillations.